Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not turn on with a loaded slide clamp during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, the device would not turn on with a loaded slide clamp. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the upper latch switch which did not function as intended. The upper auxiliary requires replacement to address this issue. The device malfunction would render the pump unusable and would result in a delay of the delivery of intravenous solutions as the user would have to choose another pump for use. A delay of therapy is not likely to cause or contribute to a death or serious injury. Should additional relevant information become available, a supplemental report will be submitted.